Manufacturer narrative:
Initial.

Event description:
It was reported that a user received a ¿dosing stops soon¿ alert while using an ilet system with a dexcom g7 continuous glucose monitor (cgm) sensor, and the g7 menu displayed ¿pairing with sensor,¿ indicating signal loss between the sensor and the responsible device. No adverse clinical symptoms reported. Outcomes included no impact to health, no medical intervention, and no hospitalization. User support included customer service troubleshooting and education regarding cgm-pump communication and allowing the device to complete pairing. Investigation of this case revealed a transient cgm communication interruption consistent with signal loss, after which the system entered pairing mode and was expected to reconnect. It was concluded, based on previously established findings for similar reports, that the cause was communication disruption between the cgm and the ilet without device malfunction.